Event description:
It was reported the programmer's pen contact does not respond correctly. Calibration of the programmer is resetting when the programmer is opened and closed despite its calibration being done. The programmer is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; there was a deviation between the stylus and the cursor on the screen due to the touchscreen. It was noted the stylus was missing and a stylus calibration did not solve the problem.

Event description:
The programmer was returned for service.